Event description:
Patient reported pain and would like to know material composition and if parts subject to a recall.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. Response to recall request noted that none of the reported devices are in scope of a recall. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5521-b-400; tri ts baseplate size 4; lot# l997la. Cat# 5510f502; triathlon cr fem comp #5 r-cem; lot# yjx6u. Cat# 5551-g-350-e; triathlon asymmetric x3 patella; lot# 4lm4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.